Manufacturer narrative:
The insulin pump was received with intermittent up button response due flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The parent reported via phone call that the customer had a keypad anomaly. The parent stated the top arrow button was worn out and did not click. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.